Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the display lens was broken. It was also noted that the upper and lower cases were broken, one bail cover was missing, the ring cover was broken and contaminated, the battery contacts were compressed, one bail was missing, the ring was bent, the battery drawer was broken and the keyboard was damaged. (B)(4).

Event description:
The device was returned to the manufacturer for repair of damage after the unit was dropped. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.